Manufacturer narrative:
Batch review performed on 5 september 2019: lot 178687: (B)(4) items manufactured and released on 01-feb-2018. Expiration date: 2023-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by washing and packaging manager: it is possible confirm that the primary packaging of the implant is broken. The component is out of its bag. It is probable that during the transportation or implant storage the stem broke the bag. The displacement possibly occurred due to forces experienced during transportation.

Event description:
During packaging opening the agent and the surgeon discovered that the paper bag of the extension stem was broken. The surgery was finished with a back-up implant. No critical delay experienced.